Event description:
The patient was undergoing left atrial appendage ligation with the lariat suture delivery device. The doctor achieved pericardial access and placed the softip guide cannula without incident. The doctor successfully captured the laa with the lariat. Removal of the lariat from the laa required multiple attempts. Upon removal of the softip sheath, bleeding occurred. The bleeding required surgery to correct. It was then concluded by the physician that the sheath had "knicked" the rv. Surgical intervention successfully repaired the rv and the patient was reported to be doing well.

Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.